Event description:
The customer reported a ventilator experienced a high blower temperature alarm. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer verified the reported issue via the event log, however, could not duplicate the reported issue. The customer verified that the inlet filter and cooling fan were operating fine. He also verified there was only one occurrence of the 1122 code in the significate log. He could not duplicate the issue. Based on the information provided and service performed, the customer's alleged malfunction was confirmed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.